Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise and high out of range pacing impedances greater than 2000 ohms on the right ventricular (rv) channel. The patient was not pacemaker dependent and both sensing and pacing thresholds were within range. Lead damage was suspected but not confirmed via x-ray or visual inspection. A revision procedure was performed and the rv lead was surgically abandoned. This ICD remains in service. No additional adverse patient effects were reported.